Event description:
Without device usage, it was reported that the installed new battery was pre-maturely depleted to a low level in two months. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the customer a replacement battery. Physio is currently anticipating the failed battery return to the manufacturing facility for further analysis. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.